Event description:
Information was received that the patient received a full revision due to high impedance. During product return attempts made, information was received that the site the surgery took place does not return explants and always discards them, therefore the device is not available for return.

Event description:
It was reported by nurse practitioner that the patient came into clinic for the first time and upon interrogation there was high lead impedance found. The patient's mother indicated that the device had not been checked since 2016 and at the time diagnostics came back ok. It was stated that along with high lead impedance, there was low output current. No x-rays were ordered. Clinic notes were received indicating the patient settings at the clinic visit. No surgical intervention has been reported to date. No additional relevant information has been received to date.